Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a polarity switch to unipolar on (B) (6) 2010, and it was also noted that there had been episodic high impedances and some noise on high rate events. It was also reported that the patient had some symptomology (lightheadedness after the polarity switch occurred). The patient was referred for physician consultation and the lead was capped and surgically abandoned on (B) (6) 2010 with a lead implanted as a replacement. There were no other patient complications reported as a result of this event.